Event description:
It was reported that during a supply change the user reached approximately 110 units dispensed, did not observe drops, then noted insulin leaking from the ilet cartridge area while the connector had been attached with the cartridge already installed; the user was on the press-and-hold step and was guided to return to the main screen and perform a rewind, then declined further walkthrough and completed the change independently. Symptoms included no adverse clinical effects, and the reported blood glucose was 102 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting with the user and guidance to rewind and repeat the supply change. Investigation of this case revealed a probable use-related assembly issue leading to a cartridge connection leak, consistent with a cartridge/connector interface issue. It was concluded, based on previously established findings for similar reports, that user technique during cartridge installation was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.